Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed wear and tears on enclosure, cracked and chipped front cover, cracked water tank cover, missing bumper feet. Old style enclosure, printed circuit board, drain fitting and line cord. Customer?s reported issue was duplicated. Pump was old loud and out of calibration. The root cause of the issue was determined to have been caused by normal wear and tear. Actions taken to mitigate the reported issue: no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. UDI information is unknown.

Event description:
It was reported that loud and temperature is off. No patient injury reported.